Event description:
The manufacturer received information alleging that when a new evo was set in CPAP mode the device alarmed ventilator inoperative. Spontaneous timed mode did not do this. There was no harm or injury reported. This was a brand-new device that was not in put into patient use. The customer was advised to update software to latest software and see if issue persists. Despite 3 good faith efforts to have the device returned to the manufacturer for evaluation on 11/14/2024, 11/16/2024 and 11/20/2024 to veronique.adam@muhc.mcgill.ca the device has not yet been returned to the manufacturer for evaluation. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.